Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure, on (B)(6) 2023. The procedure was performed under general anesthesia. Fiducial markers were placed transperineally prior to the hydrogel injection. There was no issue during the placement procedure and spaceoar vue was implanted successfully. However, the patient's radiation oncologist noted that there was a slight rectal wall infiltration. Computed tomography (CT) and magnetic resonance imaging (MRI) showed the hydrogel is at the base of the prostate, then at the midgland it is fully under the serosa. There was no hydrogel at the muscularis. It was also noted that the hydrogel is separated to the left and right under the serosa into two "blebs". The right one may penetrate the muscularis but neither makes it to the mucosa. Since the infiltration is minimal, the patient's radiation treatment will be continued as planned. The patient is planned for 70gy in 28 fractions of external beam radiation treatment. The patient was reported as asymptomatic.